Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the basal software did not suspend insulin delivery. Customer¿s blood glucose (bg) level was 56 mg/dl. Reportedly, the customer consumed carbohydrates to address bg level. The customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.